Manufacturer narrative:
Additional information received on september 22, 2016. (B)(4).

Manufacturer narrative:
Integra has completed their internal investigation on september 12, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; the tube is broken on its thread, next to the laser welding. When assembled with an insert, the broken part cannot fall so there is no risk of fragment in the patient. A thorough observation of the fracture area does no show visual evidence of a manufacturing or material defect. DHR review; no nonconformity for this lot. Complaints history; one complaint related to this issue for this lot. Conclusion: the cause of this breakage is probably an insufficient laser welding resistance. Manufacturing instructions have been updated to require metal addition during laser welding process.

Event description:
It was reported that during a visceral procedure, the welding of the tube broke. The device was in contact with the patient however, no patient injury was reported. The event lead to one hour surgical delay. Additional information was requested and the following was received on september 5, 2016: one-hour surgical delay is considered a significant increase in relation to the surgery time. The procedure was completed with a replacement device.